Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv was rising. Analyst commented, rv pace impedance remains high after rising above 2500 ohms. Rv pace impedance steady at 475 ohms through (B)(6) 2015, rises steadily between (B)(6) 2015. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that at a device check, the right ventricular (rv) lead had high impedances on the tip to ring and gradually increasing impedances. It was noted that there was a possible fracture. Diagnostic testing and troubleshooting were performed with no actions taken. The rv lead remains in use. No patient complications have been reported as a result of this event.